Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a blocked stirrer motor. The stirrer motor, the processor board and the distribution board were replaced to solve the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of occurred issue was related to corrosion of the motor ball bearing probably caused by water infiltration or water condensation phenomenon reasonably due to temperature gradients and/or high level of humidity in the stationary phase that led to the motor shaft block. A stirring motor not turning freely may lead to processor and distributor boards damage.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on the patient side associated to the stirrer motor. There was no report of patient injury.